Event description:
It was reported that the patient was having difficulty charging the ipg and was having trouble with the coverage. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one.